Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code indicative of possible early battery depletion. It was planned to replace the device within 90 days. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code indicative of possible early battery depletion. It was planned to replace the device within 90 days. No adverse patient effects were reported. Additional information received indicated that the device was replaced and likely won't be returned.